Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a minor weakened header bond. An x-ray of the device header found the rv and df header wires were fractured. All other header wires were intact. In addition, body fluid infiltration was noted under the header. It was thought the weakened header bond and fractured header wires contributed to the reported clinical allegation.

Manufacturer narrative:
According to available information, this device was removed and will be returned for analysis. Upon completion of the analysis, this event will be updated.

Event description:
Boston scientific received information that the patient with this device experienced ten inappropriate shock due to oversensing. It was thought this was due to a right ventricular lead fracture. Interrogation of this device revealed one-thousand episodes had occurred due to unsustained ventricular fibrillation. Isometrics reproduced the noise and artifact was noted on the right ventricular channel. A revision procedure was performed; when the device was removed from the pocket, visual inspection revealed the header was loose on the serial number side of the can. The device was removed and lead measurements performed with the non-boston scientific analyzer were acceptable. A decision was made to replace this device. No further oversensing was revealed. It was thought this was due to the device header issue and the lead was reconnected to the replacement device. There were no further lead issues noted. The patient expressed concern regarding receiving shocks and the device therapy was programmed off at this time. No further patient symptoms were reported.